Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted after the filling of meropenem and tobramycin. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted a white particle between 1.26 and 3.37mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.